Manufacturer narrative:
Investigation on-going. Shoud relevant additional iinfornation/investigation results became available, a supplemental medwatch report will be submitted.

Event description:
E-submitter. It was reported that a control reservoir (#fv049t) was implanted during a procedure performed on unknown. According to the complainant, the shunt showed a blockage. The patient underwent a revision procedure performed on unknown. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: unknown. Weight: unknown. Height: unknown. Gender: unknown.